Manufacturer narrative:
The hillrom technician was unable to duplicate the alleged malfunction. The technician noted that the bed sheet was very dirty, and may have contributed to the poor air fluidization. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on 7/13/2020. It is unknown if the customer performed any other preventative maintenance on this bed. The bed functioned as intended, however, despite multiple attempts to obtain further clinical information from the customer, hillrom is not able to determine if serious injury had occurred, therefore, hillrom is conservatively reporting this complaint as a serious injury. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer customer reported the envella bed did not fluidize properly and stated middle of the bed appeared to be sinking. The bed was located at the account. The patient's bed sores started to look worse. This report was filed in our complaint handling system as complaint #(B)(4).